Event description:
The lens was returned due to a broken haptic. No additional information was provided.

Manufacturer narrative:
An investigation has been initiated based on the reported information.